Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that during thr surgery, one (x1) polarstem modular head fractured intra operative. It is unknown how surgery was completed. No injury to patient was reported.

Manufacturer narrative:
It was reported that during surgery, the modular tip of one polarstem modular head broke during head impaction onto the polarstem. No injury was reported as a consequence of this issue. The complaint device used in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the part is fractured and the chipped piece was not returned for investigation and its location is unknown. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 7 additional similar complaints reported for the same batch, and 42 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the event remains undetermined. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.